Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. Patient mentioned they were having a little bit of a issue with the incision. Patient mentioned pain at the incision site. Patient mentioned they were having heat on the area and increased pain today, so they called their doctor and they were putting them on new medication. Agent asked patient if they were feeling comfortable using their equipment and patient stated they have charged everything and increased stim. Patient said the equipment was working and it's just a matter of finding the right program. Patient noted they were on program 5 and they will play with it to see which program would work best. Patient will leave on the program that they were put on and increase stim to see if that works and if that doesn't work then they will go to program 4 and do that for a couple days to see how that works. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.